Event description:
It was reported that the general practitioner was unable to seat the coping in the implant site #13 stating that the tissue kept collapsing. Unable to get good contour.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported healing abutment for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use, minor wear and was identified as reported. Abutment matched prints where measured. During a functional test with an in-house zimmer implant the abutment seated as intended. No apparent malfunction was identified. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 1264358 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing labeling or the clinician placed a healing abutment and screw in a patient with patient factors incompatible with proper soft tissue healing (e.g. Poor patient hygiene, periodontal issues, preexisting medical conditions.) Therefore, based on the available information, device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.